Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with four prostyle devices (2 in each access site) using the pre-close technique via a 16f sheath prior to an prior to an aortic stenting interventional procedure. Reportedly, when the plunger was removed, no suture was present. The same issue occurred with all 4 prostyles. The sutures of four new prostyles were successfully pre-placed (2 in each access site) and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. However, the patient started to feel leg pain and returned to the hospital the same day. After an angiography, bilateral common femoral thrombosis was noted. Catheterization at the thrombosed sites through the sutures was performed and placement of two covered stents on each side to restore flow was done to treat the thrombosis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.